Manufacturer narrative:
Evaluation summary: there was no damage to the distal tip of the device. The stent was positioned between the inner shaft marker bands as per specification requirements. The 27th-29th distal stent segments were deformed with raised struts. Although stent od is within specification, the stent failed visual inspection. Image review: the images confirm the difficult nature of the vessel/lesion. Multiple pre-dilatations were performed. There are no images capturing the attempted delivery and subsequent withdrawal of the complaint device. Two stent are successfully deployed in the lad vessel. (B)(4). A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
The physician attempted to use a resolute onyx rx drug eluting stent to treat a slightly tortuous and moderately calcified mid lad lesion exhibiting 90% stenosis. No damage was noted to the device packaging or issues noted when removing the device from the hoop/tray. The device was inspected with no issues noted. Negative prep was not performed. The lesion was pre-dilated. The device did not pass through a previously deployed stent. Resistance was encountered when advancing the device but no excessive force used. Difficulty to advance and reach the lesion was reported and the device failed to cross the target lesion. When the stent was removed, the physician noted that the stent was deformed. The physician used another stent to complete the procedure. No patient injury reported. Please note that this device, resolute onyx is not marketed in the united states; however, it is similar to the united states marketed product resolute integrity. This event is being reported only as a malfunction because of the similar device requirement in 803 which is limited to malfunctions.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.